Event description:
It was reported the patient had inadequate pain relief on the right side. The pain on the right had gotten worse since the implant. The patient is scheduled for a revision. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.